Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The digital board was replaced to resolve the report. The device was recertified and returned to the customer. The digital board was returned to zoll medical corporation, united states. The report was attributed to a faulty fuse on the digital board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.